Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 435 mg/dl at the time of the incident. The customer¿s current blood glucose level was 178 mg/dl. The customer reported that they had been running high for 3 days and it was up as high as 435 mg. Blood glucose won't stay down and was responding very slowly. The customer treated it with pump only. The drive support cap appeared normal (slightly indented). The customer had lost confidence in the pump and wants it replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.